Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a soft beeping and clicking noise during an infusion of leucovorin at a rate of 145ml/hr in the cancer ctr. It was also reported there was no pt injury.